Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2025-20201; 3006705815-2025-20203 it was reported during a surgical procedure on (B)(6) 2025, a blood patch was placed while attempting to place the lead which was unsuccessful due to scar tissue. As a result, the system was explanted and no product was implanted.